Manufacturer narrative:
Unit received with a software error alarm noted due to faulty motherboard. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked belt clip slot and stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed software error during a bolus delivery. The customer indicated that the alarm has occurred several times. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.